Manufacturer narrative:
Analysis did not confirm the premature battery depletion. Based on device settings, a longevity calculation was performed and found to be within expected limits. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow-up, it was discovered that the device had reached eri. Previous follow-up 1 year ago, the estimated remaining longevity was 3.5-4.5 years. Based on the estimated remaining longevity should be approximately 5 months. The battery voltage had decreased faster than normal. The device was explanted. Patient is well.